Event description:
A cracked and shattered touchscreen was reported, rendering the touchscreen unresponsive and illegible. There was no reported impact to the customer¿s blood glucose level. No information regarding backup therapy was provided.